Event description:
It was reported the external pulse generator (epg) did not hold a charge for 15 seconds after the battery was removed. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases, side bail covers, and battery drawer are broken. Battery release and lead flex cover are contaminated.